Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer has been off the insulin pump and has been getting a lot of motor error alarms and no delivery alarms. Customer stated that she got a faulty infusion set and nothing got through the tube. Customer has been off the pump for 6 months. Customer stated that the drive support cap is sticking out and the medtronic sticker is gone. Customer stated that the cap fell out and is not there anymore. Customer stated that is why she stopped using it. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump.